Manufacturer narrative:
This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result was reported for a female patient. The following data was provided. Sid: (B)(6). (B)(6) 2023. Result reported: 84.9 pg/ml (positive). Sid: (B)(6). (B)(6) 2023. New sample from same patient. Result reported: 5.1 pg/ml (negative). The result from the initial sample was questioned by the clinician, so the original sample was retested on october 23, 2023 and the result was 6.6 pg/ml (negative). The customer's normal range for female patients is less than 16 pg/ml. No impact to patient management was reported.

Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result was reported for a female patient. The following data was provided. Sid: (B)(6). On (B)(6), 2023, result reported: 84.9 pg/ml (positive). Sid: (B)(6) on (B)(6), 2023, new sample from same patient. Result reported: 5.1 pg/ml (negative). The result from the initial sample was questioned by the clinician, so the original sample was retested on october 23, 2023 and the result was 6.6 pg/ml (negative). The customer's normal range for female patients is less than 16 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay. Review of the data shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 54106ud00 was identified.